Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the blade on ar-8954-03 hercules plate cutter lot: 561424 was broken while cutting a plate during a case. The patient was not harmed and the case was completed by using a new ar-8954-03.